Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was received in a closed ziploc bag identified with customer complaint , a biohazard label and sterilized by eto label. Inside the ziploc bag there was the catheter's tray and the unit label indicating product code 998606 and lot number bmgsfm14. Inside the tray there was the balloon catheter. The balloon hub reads 6 mm x 6cm/ 30 atm and wire hub reads 0.038 (0.97 mm) wire. The sample was evaluated in the bio testing lab, first performing a visual inspection of the device and no visible anomalies were identified. Functional evaluation noted upon completion of the visual inspection, a functional testing was performed inserting a 0.038" guidewire through the wire hub; the guidewire was able to pass freely through all the catheter inner lumen. Then the balloon catheter was filled with distilled water using an inflation device. The balloon was inflated, and there was a small leak when it was pressurized to 2 atm. The leak was located in the distal cone of the balloon. Balloon fibers were removed to determine the precise location of the leak, and it was observed that the leak was due to marginal damage in the transition between distal cone and glue joint. Although an exact root cause could not be determined a potential root cause could be pre attachment of stopcock to balloon hub with material of similar rigidity. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: inspection prior to use the x-force® nephrostomy balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon leaked water in the balloon dilation catheter when being filled with water.

Event description:
It was reported that the balloon leaked water in the balloon dilation catheter when being filled with water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.